Manufacturer narrative:
Evaluation summary: based upon the inquiry, information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while performing applications with the ex, the l4-0343 error code was displayed. During troubleshooting noted that the unit does not have a board installed and the software was loaded. There was no patient involvement.